Manufacturer narrative:
Evaluation: no product was returned by the customer to assist in this investigation. We are aware that this type of situation may occur and have initiated the necessary action. As a result, we have added an instructions for use for this product which states: "possible allergic reactions or access site infection should always be considered." We added the following precaution to the IFU as well: "sterile inflammatory response possibly associated with the use of this product I conjunction with latex and powdered non-latex based gloves has been reported with the use of this product." We will continue to monitor for similar complaint.

Event description:
About one month after radial sheath placement, pt returned to the hosp with entry site infection and swollen, red arm. Pt was admitted and a culture was taken from the abscess. The abcess was noted to be sterile and drained. Pt was also given antibiotics.